Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d4, g2, g4, h6.

Event description:
Patient reported "deflation" diagnosed via MRI. Later, healthcare professional reported "deflation" of a non-abbvie device. This record is for the right side. The device remains implanted.